Event description:
Two days post stent implantation the pt experienced sudden cardiac death. The event was graded as probably related to the implanted devices (cypher select and bx sonic) and the procedure. Add'l info regarding the primary and secondary causes of death and the results of the autopsy report (if performed) have been requested.